Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that she had a hernia repair procedure on (B)(6) 2007 and mesh was implanted. The patient developed an infection and required additional surgery within one week. The wound was left open to heal. Since the procedure she has experienced stomach pain and tenderness. She is unable to stand for long periods of time or walk. She has also stated that she feels her hernia has returned. This has not currently been diagnosed by a physician. Additional information to be requested.